Event description:
This lead was implanted on (B)(6) 2013 and was capped on (B)(6) 2013 due to high pacing thresholds. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).